Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump using provided instructions, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction alarm happened again.